Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 25 mm mitral bioprosthetic valve was implanted and explanted during the same procedure. The device was replaced with another 25 mm bioprosthetic valve for unknown reasons. No additional adverse patient effects were reported.